Manufacturer narrative:
The investigation into the patient's access site bleeding has been completed. Product was not returned for review. The root cause of access site bleeding was most likely due to patient condition.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 88-year-old female patient noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp-ECMO support ongoing for a surgical/transcatheter aortic valve replacement (tavr) patient. There was systemic bleeding, inclusive of the impella cp access site. There was noted rbcs given of an unknown amount. No vascular repair was needed.